Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms during bolus. Customer's blood glucose was 400 mg/dl. When infusion set was removed, it was found that cannula was bent. Customer was educated on cause and prevention of bent cannula.